Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the left essure micro-insert') in a 31-year-old female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis from 2006 to 2007, autoimmune disorder (not recovered prior to essure), multiparous (three pregnancies were high risk), pregnancy termination, gestational diabetes, miscarriage and fatty liver. On (B)(6) 2016 ultrasound scan revealed, the uterus is midline, ant averted and normal in size with an irregular margin at this fibroid. New 8x7x7mm intramural fibroid on the left. On (B)(6) 2016 d-dimer was positive. On (B)(6) 2016, elevated d-dimer and nml doppler of the lower extremities and vq scan. Previously administered products included for an unreported indication: ortho micronor from 2008 to 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included uterine fibroid, ovulation pain, chest pain, vaginitis, vulvovaginitis and chlamydial infection. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), ovarian cyst ("ovarian cyst"), gingivitis ("gum infections") and intervertebral disc degeneration ("degenerative disk disorder"). In 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain, even when not menstruating/pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), abdominal distension ("severe bloating"), back pain ("severe lower back pain, even when not menstruating"), rash pruritic ("rashes and itching on pelvis"), menstruation irregular ("irregular periods"), pain ("general body aches"), headache ("head pain"), arthralgia ("severe hip pain, even when not menstruating"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), alopecia ("hair loss"), fatigue ("chronic fatigue"), dyspnoea ("had trouble breathing") and dizziness ("dizzy spells") and was found to have uterine leiomyoma ("fibroids"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (removal scheduled on (B)(6) 2018 and tooth extraction and bone, bridges in teeth). Essure was removed in 2018. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, headache, bacterial vaginosis, bladder disorder, urinary tract disorder, ovarian cyst, uterine leiomyoma, gingivitis, intervertebral disc degeneration, dyspnoea and dizziness outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal distension, dyspareunia, back pain, rash pruritic, menorrhagia, pain, arthralgia, gingival pain, gingival erythema, dysgeusia, mood swings, feeling abnormal, memory impairment, hypoaesthesia, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, gingival erythema, gingival pain, gingivitis, headache, hypoaesthesia, intervertebral disc degeneration, memory impairment, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pain, pelvic pain, rash pruritic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Insertion details: bilaterally, about three-to-four coils were seen after the device was placed. Diagnosed with elevated d-dimer in my blood. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion fallopian tubes; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, low back pain and the following one was reported via social media: dyspnoea lot number:922602, manufacturing date:2011/11, expiration date:2014/11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the left essure micro-insert.') In a 31-year-old female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis from 2006 to 2007, autoimmune disorder (not recovered prior to essure), multiparous (three pregnancies were high risk), pregnancy termination, gestational diabetes, miscarriage and fatty liver. On (B)(6)2016 ultrasound scan revealed, the uterus is midline, ant averted and normal in size with an irregular margin at this fibroid. New 8x7x7mm intramural fibroid on the left. On (B)(6)2016 d-dimer was positive. On (B)(6)2016, elevated d-dimer and nml doppler of the lower extremities and vq scan. Previously administered products included for an unreported indication: ortho micronor from 2008 to 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included uterine fibroid, ovulation pain, chest pain, vaginitis, vulvovaginitis and chlamydial infection. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), intervertebral disc degeneration ("autoimmune disorder type of disorder: degenerative disk disorder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gingivitis ("dental problems gum infections") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), gingival pain ("painful gums; reddening of gums"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), mood swings ("mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), rash pruritic ("rashes and itching on pelvis"), alopecia ("hair loss"), fatigue ("chronic fatigue"), headache ("head pain"), dyspnoea ("had trouble breathing"), menstruation irregular ("irregular periods") and dizziness ("dizzy spells") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (removal scheduled on (B)(6)2018 and tooth extraction and bone, bridges in teeth). Essure was removed in 2018. At the time of the report, the device dislocation, vaginal haemorrhage, bacterial vaginosis, intervertebral disc degeneration, bladder disorder, urinary tract disorder, gingivitis, ovarian cyst, uterine leiomyoma, headache, dyspnoea, menstruation irregular and dizziness outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, arthralgia, menorrhagia, gingival pain, dysgeusia, pain, mood swings, feeling abnormal, memory impairment, hypoaesthesia, abdominal distension, dyspareunia, rash pruritic, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, gingival pain, gingivitis, headache, hypoaesthesia, intervertebral disc degeneration, memory impairment, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pain, pelvic pain, rash pruritic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Insertion details: bilaterally, about three-to-four coils were seen after the device was placed. Diagnosed with elevated d-dimer in my blood. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: results: full occlusion fallopian tubes.; on (B)(6)2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, low back pain and the following one was reported via social media: dyspnoea. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received. New events added- menstruation irregular and dizziness. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the left essure micro-insert.') In a (B)(6) female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis from 2006 to 2007, autoimmune disorder (not recovered prior to essure), multiparous (three pregnancies were high risk), pregnancy termination, gestational diabetes, miscarriage and fatty liver. On (B)(6) 2016 ultrasound scan revealed, the uterus is midline, ant averted and normal in size with an irregular margin at this fibroid. New 8x7x7mm intramural fibroid on the left. On (B)(6) 2016 d-dimer was (B)(6). On (B)(6) 2016, elevated d-dimer and nml doppler of the lower extremities and vq scan. Previously administered products included for an unreported indication: ortho micronor from 2008 to 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included uterine fibroid, ovulation pain, chest pain, vaginitis, vulvovaginitis and chlamydial infection. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), intervertebral disc degeneration ("autoimmune disorder type of disorder: degenerative disk disorder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gingivitis ("dental problems gum infections") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), gingival pain ("painful gums; reddening of gums"), dysgeusia ("metallic taste in mouth"), pain ("general body aches"), mood swings ("mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), rash pruritic ("rashes and itching on pelvis"), alopecia ("hair loss"), fatigue ("chronic fatigue"), headache ("head pain") and dyspnoea ("had trouble breathing") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (tooth extraction and bone, bridges in teeth). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, bacterial vaginosis, intervertebral disc degeneration, bladder disorder, urinary tract disorder, gingivitis, ovarian cyst, uterine leiomyoma, headache and dyspnoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, arthralgia, menorrhagia, gingival pain, dysgeusia, pain, mood swings, feeling abnormal, memory impairment, hypoaesthesia, abdominal distension, dyspareunia, rash pruritic, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, gingival pain, gingivitis, headache, hypoaesthesia, intervertebral disc degeneration, memory impairment, menorrhagia, mood swings, ovarian cyst, pain, pelvic pain, rash pruritic, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Insertion details: bilaterally, about three-to-four coils were seen after the device was placed. Diagnosed with elevated d-dimer in my blood. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: full occlusion fallopian tubes.; on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, low back pain. Concerning the injuries reported in this case, the following one was reported via social media: dyspnoea most recent follow-up information incorporated above includes: on 11-nov-2019: social media received- new event had trouble breathing was added. Reporter information was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.